Event description:
Additional information received noting that the patient had their settings adjusted for the reported increased seizures.

Event description:
It was reported that the patient has been experiencing an increase in seizures above pre-vns baseline. Per the physician, the cause of the increased seizures is due to autostimulation not being used for the patient, and normal mode alone not being sufficient for the patient. No additional relevant information has been received to date.